Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. E1: facility name- (B)(6) hospital.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via an 8f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, when pushing the plunger down in step 2, "it felt strange" (different than usual) and when the needle plunger was removed, a suture retrieval issue was noticed. There was resistance closing the foot; however, the foot and lever were able to be closed. When the device was removed, it was found that the cuff was engaged and the suture (white link) was broken. The evar procedure was completed. Hemostasis was achieved with a non-abbott device followed by manual arterial compression. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The difficult to open or close [foot] was not confirmed. The material separation [link] was confirmed. The irregular texture during insertion of the plunger is related to case circumstances and cannot be replicated in a lab environment, additionally, the plunger was not returned. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The cause of the reported difficulties and the subsequent treatments appear to be related to procedure circumstance. In this case, it is likely the [irregular] feel of the plunger was an interaction with the vessel or tissue that prevented the posterior needle to not fully seat enough to eject the posterior needle. With the posterior needle tip and cuff still part way in the foot pocket and part way extended out of it, it would interfere with the foot closing. The suture separation is the result of the posterior needle tip still in the foot pocket. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed medwatch report, the following clarification was received. It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via an 8f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, when pushing the plunger down in step 2, "it felt strange" (different than usual) and when the needle plunger was removed, a suture retrieval issue was noticed. There was resistance closing the foot; however, the foot and lever were able to be closed. When the device was removed, it was found that the cuff and suture were connected with each other, but the suture (white link) was broken. The evar procedure was completed. Hemostasis was achieved with a non-abbott device followed by manual arterial compression. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.